Event description:
It was reported that the patient developed a head bleed and expired on (B)(6) 2014. No autopsy was performed and the pump will not be returned.

Manufacturer narrative:
The exact date of death is unk at this time. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was in the hospital from (B)(6) 2014 to (B)(6) 2014 with (B)(6). The pt was experiencing heart failure, elevated lactate dehydrogenase (ldh), and abdominal pain. There was concern for acute on chronic pump thrombosis and the pt was on multiple inotropes. A (B)(6) study was performed and was (B)(6). The pt was on dialysis. The pt had a renal transplant, acute kidney injury (aki) and chronic kidney disease (ckd), and was still in heart failure, and cardiogenic shock. The pt was placed on systemic tpa. The hospital staff continued to monitor the pt's ldhs, and the lactates were down trending. The pt's ldh's increased from 800-1300. The hospital staff felt that it was liver's response to the pancreatitis. The pt was readmitted on (B)(6) 2014 with increasing ldhs (2700). The pt was tested to see if the liver was causing the increasing ldhs; however, it was normal. The hospital staff then suspected pump thrombus. Tpa was started and ldhs decreased to the 400's. The pt was administered IV heparin and coumadin. On (B)(6) 2014 the pt experienced a hemorrhagic stroke. The vad coordinator reported on (B)(6) 2014 that the pt was made dnr and expired last week.

Manufacturer narrative:
Approximate age of device ¿ 11 months 29 days. A root cause for the reported event could not conclusively be determined. Based on the manufacturer¿s past experience and similar reported events, elevated lactate dehydrogenase (ldh) can be indicative of device thrombosis. However, a full examination of the device, could not be conducted because the system was not returned to the manufacturer for analysis. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists device thrombosis, hemolysis, bleeding, stroke, and death as potential adverse events that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.